Event description:
Reportedly, the surgeon implanted a magna mitral and the valve stent perforated the posterior wall of the left ventricle. The surgeon reported that as soon as he finished to connect it [the valve] to his patient, she started to bleed a lot. He decided to pull the device off and saw that her atrioventricular junction was ruptured. He tried to correct the rupture with bovine pericardium to stop her from bleeding and he used another valve in her heart. It didn't work and she died.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up meeting with the surgeon, it was learned that there were no anatomical issues with the patient and this event was not due to a malfunction of the device. He stated that this event was not device related. (B)(4) 2012, it was learned today that the explanted device was discarded and is no longer available for evaluation.

Manufacturer narrative:
Device not returned. The device history record (DHR) review is in progress. A second follow up meeting was held with the surgeon on (B)(4) 2012. Through the discussion, it was determined that the magna mitral explant experienced by [the surgeon] was neither the result of the magna mitral valve nor the surgical technique. [The surgeon] is a very experienced surgeon (31 years in practice) and did not oversize the valve. Furthermore, there were no unique anatomical issues with the patient prior to implantation which may have contributed to the explant of the valve. Operative reports, discharge summaries, intra-operative echocardiography reports, etc., were requested but will not be provided. The surgeon has requested additional training.